Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low shock impedance measurement was detected on this device system. The patient was brought into the clinic for further evaluation. Out of range impedance measurements were unable to be recreated. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Additional information was reported that a non-invasive programmed stimulation (nips) procedure was performed. Shocks delivered at 1.1 joules and 41 joules exhibited impedance measurements within acceptable limits. A defibrillation threshold test was also successful.